Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the reservoir was leaking out the back, past both o-rings. Customer's blood glucose was 276 mg/dl. The reservoir was not used. It was further stated there was an air bubble in the reservoir. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used reservoir, and performed testing. The reservoir/transfer guard passed per inspection, and leakage anomaly was noted during filling. The reservoir connected and locked in place properly.